Event description:
(B)(6) ate a corega taps accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion serious criteria gsk medically significant. The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via call center representative (email) on (B)(6) 2022. The reporter stated that, "call from the fire department, pat ate a corega taps, offered a call back, he calls the poison control center. It's no further information was provided. We are reporting a call we took to you. The corresponding call documentation with transaction number was stored on the sftp server. If you have any questions, please do not hesitate to contact the contact person you know."

Manufacturer narrative:
Argus case ID: (B)(4).